Event description:
It was reported that the intra-aortic balloon (iab) became stuck in the sheath upon insertion. As a result, another iab was retrieved and prepped for a successful insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There were no reported pt complications and the pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.